Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable, the unit was out of calibration and the needle bearing was worn. The motor and needle bearing were replaced and the unit recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that before the operation a fault was found, not working. There was no harm or delay. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.